Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in 3 portions. Internal insulation abrasion was found at 4.0-4.5cm from the proximal end of the middle portion and at 6.2-7.4cm from the tip electrode. The etfe coating was intact at these locations.